Event description:
It was reported to boston scientific corporation on april 27, 2023, that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus)-guided drainage procedure performed on (B)(6) 2023. During the procedure, the electrocautery tip of the axios was not able to puncture the cyst, and the axios stent was not deployed. The axios device was removed, and the procedure was not completed. There were no reported patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter's address 1: (B)(6) h6: impact code f1001 is being used to capture the reportable event of cancelled/rescheduled procedure.

Event description:
It was reported to boston scientific corporation on april 27, 2023, that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus)-guided drainage procedure performed on (B)(6) 2023. During the procedure, the electrocautery tip of the axios was not able to puncture the cyst, and the axios stent was not deployed. The axios device was removed, and the procedure was not completed. There were no reported patient complications as a result of this event. ***additional information received on may 16, 2023*** it was reported that they were not able to deploy the axios stent because the cyst was not punctured.

Manufacturer narrative:
Initial reporter's address 1: (B)(6). Impact code (B)(4) is being used to capture the reportable event of cancelled/rescheduled procedure. The axios stent and electrocautery-enhanced delivery system were received for analysis. Visual inspection showed that the stent was fully covered by the outer sheath and undeployed on the delivery system. The control hub was found to be separated from the handle, and the tip showed evidence of being energized by the electrocautery. Functional inspection was performed by connecting the device to the erbe and submerging the tip in the saline solution, and bubbles were observed, which indicated that the tip was working properly. An electrical inspection related to the continuity between the rf connector and distal rf electrode was performed, and no damages were noted. Media analysis showed the original pouch of the product with the labeling information; however, the device cannot be observed in the photo, and no damages were noted. Product analysis did not confirm the reported event of cautery failure to deliver energy. The investigation concluded that the reported event cannot be confirmed because the electrical and functional inspection found no damage to the continuity between the rf connector and distal rf electrode, and bubbles were observed in the saline solution when the device was connected to the erbe, which was evidence that the tip was working properly. Additionally, procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician could have separated the control hub from the handle during the procedure. Therefore, a review and analysis of all available information indicated that the most probable cause is no problem detected. A product labeling review identified that the device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2023, that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus)-guided drainage procedure performed on (B)(6) 2023. During the procedure, the electrocautery tip of the axios was not able to puncture the cyst, and the axios stent was not deployed. The axios device was removed, and the procedure was not completed. There were no reported patient complications as a result of this event. Additional information received on may 16, 2023: it was reported that they were not able to deploy the axios stent because the cyst was not punctured.

Manufacturer narrative:
Blocks b5 and h6 (device code) have been updated with the additional information received on may 16, 2023. Block e1: initial reporter's address 1: (B)(6). Block h6: impact code f1001 is being used to capture the reportable event of cancelled/rescheduled procedure.